Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue. Guide catheter: heartrail. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion located in the distal left anterior descending artery (lad) with moderate tortuosity and heavy calcification that was 90% stenosed. Resistance was not felt during advancement of the 2.50 x 12 mm nc trek rx balloon dilatation catheter through the lesion and it crossed successfully. The balloon ruptured during the first inflation at 12 atmospheres. A replacement nc trek balloon dilatation catheter was used to dilate the lesion. The procedure was successfully completed after a xience xpedition stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.